Manufacturer narrative:
H3, h6: the camera was returned to the manufacturer for evaluation. In summary, there was an electrical issue found. The returned position sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .834mm with a passing threshold of .250mm. This psu has not been previously returned for a failure. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821. Ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to localizer faulted. A1102: applicable to the "localizer faulted" message. A110201: applicable to the issue occurring during bootup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system booted into a "localizer faulted". The manufacturer representative (rep) attempted to reboot and reseat the connection on the unit multiple times without resolving the issue. The rep called back at a later time to troubleshoot. During camera troubleshooting, the network device interface (ndi) toolbox was pulled up, which showed bump and internal temperature faults were detected, and a faulted complementary metal oxide semiconductor (cmos) battery was identified. There was no patient involved.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.